Event description:
Resident transfering from bath cart to chain when bath cart tipped over. This has occurred 2x. Two residents involved in this situation. Neither resident was injured. It appears if weight isn't balanced on cart it will tip. Staff member injured knee when lift fell on her knee.